Event description:
Customer stated there is a cracked tube and the sample probe is leaking.

Manufacturer narrative:
Customer reported the ichem velocity had a crack in tubing causing an uncontained leak coming from the sample probe. There were no reported injuries, no one was exposed to the leak, and no erroneous patient results were generated. Iris fse evaluated the instrument and replaced the cracked tubing resolving the probe leak. The fse ran controls which passed and system is operational.